Manufacturer narrative:
Date initial report sent: 10/07/2009.

Event description:
Procedure type: hysterectomy. According to the reporter: the plastic white tip of the blade on the obturator broke off inside the pt's cavity. A digital exam occurred to locate the plastic blade tip but it could not be located. The plastic piece was never found. A new device was introduced into a new port (same incision) and the case continued without complication. A delay of 20 minutes occurred to search for the piece. No pt injury was reported.